Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient was scanned by the millimeter wave scanner and that had boarded flight from san diego to san francisco when towards the end of the flight the patient¿s implantable neurostimulator (ins) turned off. It was believed that it was due to the security that the patient had gone through at the airport. The emt was called and cleared patient post flight. The model number or serial numbers were not available at the time of the report and the patient did not provide her name. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.